Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced a high blood glucose. Customer's blood glucose level at the time of the incident was 422 mg/dl. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.